Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to insert and difficult to remove could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath after a percutaneous coronary intervention (pci) procedure. Reportedly, slight resistance was felt and blood flow continued. The device was advanced a little further, a crack was heard and the feet were opened. There was no response when attempting to close the feet and the device could not be removed. A cut-down was done to remove the device and surgically achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. A clinically significant delay in the entire procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional returned device evaluation: a conclusive cause for the reported difficult to insert, cracking noise, foot retraction problem and difficult to remove could not be determined.